Manufacturer narrative:
Patient height 188 cm. Associated medwatch: 9610612-2019-00611, 9610612-2019-00612. We received a complaint about one nx053z - as vega ps tibial plateau cemented t2. The implants arrived in a decontaminated condition for investigation. The corresponding implant components with manufacturing batch number: ref.code device name batch nx121 vega ps gliding surface t2/2+ 12mm 52233111. Manufacturing investigation: the implant components arrived without bone cement but with a visible damaged gliding surface. The investigation was carried out visually and microscopically with the digital microscope vhx-5000 keyence and the digital- camera "panasonic dmc tz8". During visual inspection of the tibia plateau unknown deposits were detected. The tibia plateau shows no abnormalities or serious visible damages. Additionally an optical inspection of the gliding surface was performed. No visible damages, grooves and imprints were detected. Batch history review - the device quality and manufacturing history records have been checked for all the lot numbers (52323639 / 52233111) and found to be according to the specification, valid at the time of production. One similar incident has been filed with a product from the batch 52323639 (internal ref.(B)(4)). No similar incidents have been filed with products from the other batch. Conclusion and root cause - the root cause of the problem is most probably usage related. Rationale - according to the quality standard and DHR files a material defect and production error can be excluded. In the delivered condition there was no bone cement adhesive. There is also no info about the condition after explantation. It appears a bone cement loosening as causal factor. There is the possibility for a non-adhesive from the bone cement. This can occur according to the "gebert de uhlenbrock 2012" and "schlegel et al. 2011" study. It could be possible that there were problems with the cement technique too. Potential sources of faults relating to the cement: the processing time of the used cement was exceeded, wrong temperature, unfavourable storage, the age of the cement , wrong handling with the cement. Corrective action: product safety case (psc) 17-19. Any action regarding CAPA will be addressed with this case.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a vega ps gliding surface. It was reported that there was a loose vega tibia. The reason for the revision surgery inquiry was due to the patient complaining of pain stiffness and knee not functioning. The actual date of implant surgery was (B)(6) 2017. Per additional information received from the sales consultant on 19 aug 2019, the device was explanted on (B)(6) 2019. A revision surgery was necessary. Additional information was not provided nor available. The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2019-00611 (400441813 nx053z), 9610612-2019-00612 (400441814 nx029z).